Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of microbiological testing by the third party laboratory, following microbes were detected from the sample collected from the subject device. [(B)(6) 2021] the air/water channel: bacillus pumilus (>20cfu/ml) (the auxiliary water channel was negative, but the air/water channel which was negative in the 1st result was positive (reported in the initial MDR). Oekg surmised that this can be considered as contamination during the sampling procedure.) [(B)(6) 2021] (after repair) no microbe was detected. The testing result cleared the german guideline. Oekg checked the subject device and found the followings. - the light guide lenses were cracked. - the glue of the objective lens was porous. - there were impact points on the distal end cover. - the glue of the bending section rubber was porous and broken. - the air/water cylinder was worn out. - the suction cylinder was worn out. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the auxiliary water channel of the subject device tested positive for klebsiella pneumonia and escherichia coli (>20cfu/ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2020]: escherichia coli; klebsiella pneumoniae. [(B)(6) 2020]: enterococcus faecium; enterobacter cloacae; klebsiella pneumoniae; [(B)(6) 2021]: enterococcus faecium. The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco, using peracetic acid. There was no report of infection associated with this report.